Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14 jul 2019 / serial#: (B)(4), UDI #: (B)(4), mfg date: 30 jan 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was an increase in thresholds when the tether was cut. It was also reported that intervention is planned and the patient requires a new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues during the implant of a leadless implantable pulse generator (ipg). It was also reported that approximately one year later the ipg had rapidly increasing and high capture thresholds. The ipg remains in use. No patient complications have been reported as a result of this event.